Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that they have not tried different cannula lengths. The customer stated that the insulin was not expired. The customer stated that the tubing was not bent or kinked. The customer stated that they have tried all remedies. The customer performed fixed prime but the insulin did not exit and the insulin pump alarmed no delivery. The customer performed plunger push and the insulin exited but the customer stated that there was a greater than normal resistance when attempting plunger push. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacment test. No unexpected no delivery alarm was noted. The insulin pump was recevied with minor scratches on the display window.